Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer reported a programming error involving a fentanyl infusion. According to the customer, the clinician inadvertently scanned the incorrect pump and did not trace the IV line. The infusion was manually programmed, and an error subsequently occurred. The patient¿s blood pressure reportedly decreased following the event. The patient was described as critically ill. The patient later expired. The customer reported that there was no alleged pump malfunction and does not believe the patient¿s death was a result of this event; however, cannot be definitively ruled out.

Manufacturer narrative:
Correction: adverse type, death? Describe event or problem, type of reportable events. Additional information: event attributed to, date of death and manufacturer narrative. The actual date of death is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer reported a programming error involving a fentanyl infusion. According to the customer, the clinician inadvertently scanned the incorrect pump and did not trace the IV line. The infusion was manually programmed, and an error subsequently occurred. The patient¿s blood pressure reportedly decreased following the event. The patient was described as critically ill. The patient later expired. The customer reported that there was no alleged pump malfunction and does not believe the patient¿s death was a result of this event; however, cannot be definitively ruled out.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the patient was a ¿very sick patient¿. There was a bolus infusing. The infusion was manually programmed and there was an ¿error.¿ the patients¿ blood pressure dropped. Ultimately the patient died, but that was not a result of the event. Scanned the wrong pump and did not follow the IV line. Determined user error in investigation. There was no pump malfunction.